Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The resistance advancing the guide was unable to be confirmed; however resistance removing the guide wire was able to be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with moderate calcification. Pre-dilatation was performed and two vision stents were implanted successfully. The 4.0 x 12 mm vision stent delivery system (sds) was then advanced, but met resistance with the allstar guide wire and became stuck. The devices were removed as a unit. A new 4.0 x 12 mm vision sds was used with a new guide wire to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.